Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not have a backup insulin therapy plan available and planned to contact their healthcare provider for guidance. Technical support instructed the customer on how to put the pump into storage mode and confirmed the shipping address for sending a replacement pump. The customer was also advised to return the malfunctioning pump using a pre-paid label within 10 days, and they acknowledged these instructions.